Event description:
During a filling procedure on #15 molar patient received a minor burn injury with blistering to the left side of their tongue. A dental dam was in place during the procedure and the patient was under local anesthetic at the time of the injury. The patients injury has healed normally without any need for additional medical treatment or reported complications.